Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose reading "high" with no symptoms. Patient required no unusual treatment. Reporter also alleged that there have been gaps in the cgm data screen. Customer support reviewed list of possibilities and troubleshooting found nothing out of the ordinary. The alleged malfunction is not being reported because insulin delivery from the pump is not interrupted. The alleged product issue is not likely to cause an adverse event because the sensor and transmitter have no affect on insulin delivery. The owner's booklet instructs the user to contact animas if a broken or defective sensor is suspected. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump. This complaint is being reported as the patient experienced hyperglycemia.